Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Event date: unknown. This report is for 1 unknown plate/unknown lot. Explant date: unknown. PMA/510(k): unknown. Device was used for treatment, not diagnosis. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Event description:
It was reported that a patient had an infected plate. Type of infection is unknown. The patient was implanted with a plate on (B)(6) 2013. Sometime after that he developed an infection and the plate had to be explanted. Date of explant unknown. The patient will be implanted with a new plate sometime in (B)(6) 2013. This report is for an unknown plate. This is report 1 of 1 for complaint (B)(4).